Event description:
It was reported that the implantable cardioverter defibrillator (ICD) alerted for right ventricular automatic threshold detected as > programmed amplitude or suspended due to noise. The electrogram (egm) shows rapid ventricular response (rvr) to atrial fibrillation (af) with the current right ventricular automatic threshold (rvat) test showing a threshold of 2.4v (volts) that appear to be fusion with undersensing of af observed. Further review was recommended. The battery longevity is normal. The ICD remains in service and no adverse patient effects were reported.